Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- device history lot part number: pdl-l-ip00s, lot number: h486144, date of manufacture: 10/31/17-02/23/18, place of manufacture: depuy-synthes brandywine , part expiration date: jan 31, 2023, list of nonconformances: n/a . DHR review completed for this lot, no nonconformances found. The DHR shows that this lot was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon had a 2 level prodisc-l and was having trouble getting the polyethylene inlays to go into the implanted endplates during an unknown procedure. The surgeon thought the angle of the access might be putting pressure on the inserter causing the problems. However, the surgeon tried a couple of different poly inlays and changed out the endplates trying to find a resolution. After several attempts the surgeon put the implants together on the back table and inserted it as one piece. After the case, surgeon played with the inserter and a demo implant and couldn't find anything apparently wrong with the instrumentation. It was unknown if there was surgical delay. Surgical procedure outcome and patient outcome were unknown. Concomitant device reported: unknown inserter (part# unknown, lot# unknown, quantity 1). This report is for one (1) inferior end plate large-sterile. This is report 6 of 7 for complaint (B)(4).